Manufacturer narrative:
Covidien reference number: (B)(4). When the service engineer evaluated the device, an alarm silenced on its own. The membrane will be replaced.

Event description:
During service, an alarm on the ventilator silenced on its own. There was no patient involvement.